Event description:
It was reported that upon review of egms, noise was noted. Patient was asymptomatic. Lead was capped and replaced. Patient was doing well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.